Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the insulin pump during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump received with cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and minor scratches on lcd window.

Event description:
Customer called reporting a motor error on her insulin pump. Customer's blood glucose level is 114 mg/dl. The motor error occurred during basal delivery. There were no significant events leading up to the alarm. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature. She is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use of it and revert to a back up plan. Nothing further reported.